Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Manufacturer narrative:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) ruptured when device was being brought back. Manual compression was held, and there was no reported patient injury. The device was used with a 5f cordis brite tip sheath. The balloon did not lose pressure after being pulled to the arteriotomy. There was no visible damage to the sheath or distal end of the sheath after removal. There was mild presence of peripheral vascular disease (pvd) / calcium in the vicinity of the puncture site. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was mild vessel tortuosity. The patient was not hospitalized or was the patient's hospitalization extended as a result of the event. The device was prepared properly. The user was trained to the device. The device was opened in a sterile field. The device was stored per instructions for use (IFU). Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will not be returned for evaluation. The reported event of ¿balloon-balloon loss of pressure¿ could not be confirmed as the device was not returned for analysis. The exact cause of the issue experienced could not be determined. Based on the information available for review, it is difficult to determine what factors may have contributed to balloon rupture reported. However, access site vessel characteristics (there was mild pvd/calcium within the vicinity of the puncture site and mild tortuosity) and/or concomitant device factors (although it was reported that there were no visible damages to the sheath or sheath tip) are likely since calcification at the access site and/or concomitant device factors (such as a damaged procedural sheath, stent, or vascular graft) can cause damage to the balloon. According to the mynx control instructions for use (IFU), which is not intended as a mitigation, ¿the safety and effectiveness of the mynx control vcd have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via femoral arteriogram prior to using the mynx control vcd: common femoral artery single wall puncture. Evidence of adequate flow. No evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) ruptured when device was being brought back. Manual compression was held, and there was no reported patient injury. The device was used with a 5f cordis brite tip sheath. The balloon did not lose pressure after being pulled to the arteriotomy. There was no visible damage to the sheath or distal end of the sheath after removal. There was mild presence of pvd / calcium in the vicinity of the puncture site. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was mild vessel tortuosity. The patient was not hospitalized or was the patient's hospitalization extended as a result of the event. The device was prepared properly. The user is trained to the device. The device was opened in a sterile field. The device was stored per instructions for use (IFU). Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will not be returned for evaluation.